Event description:
It was reported that during a routine device change out, the pulse generator exhibited loss of output after suspected electrocautery interaction. The patient was paced with the pacemaker system analyzer. The device was explanted and replaced. The patient was stable and did not suffer any adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.